Manufacturer narrative:
Customer service sent a replacement faceplate to the customer. In f/u, the customer indicated that she has been pumping since her baby was born and she contacted customer service to get a new faceplate because the suction on her breast pump seemed to decrease; however, the new faceplate hasn't made a difference. She has had mastitis three times, (B)(6). She was admitted into the hospital with the first episode. She has been treated with both clindamycin and dicloxaciclin. Presently the mastitis is resolved but her right breast still bothers her. Because the customer indicated that she feels that the replacement faceplate does not seem to have resolved her low suction issue, a replacement pump was sent to the customer and a request to get the original pump was made; however, the original pump has not been received as of the date of this report. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Because the pump has not been received and tested/analyzed, the cause of the issue cannot be determined. Additionally, it cannot be definitively concluded that the pump did or did not cause or contribute to the customer's mastitis. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. Complaints will be monitored for similar issues and a CAPA will be initiated as necessary.

Event description:
The customer reported to customer service that she purchased her breast pump in march of 2010 and that there has been a crack in the faceplate for quite some time and she feels like she is not getting good suction even when the vacuum setting is on high. She has changed out the membranes and done "everything possible" to find the source of the low suction and finally saw a crack in the faceplate. She indicated that she had mastitis three times.